Event description:
The unit had a smell of smoke after an ECG and subsequently would not print.

Manufacturer narrative:
A cardiac science field service engineer (fse) was dispatched to the customer's site and replaced the print head and power supply board. After replacing the parts, the fse tested the ECG cart and verified that it was functioning correctly. The replaced power supply board was returned to cardiac science for evaluation. The investigation confirmed that the power supply board was damaged and that component r39 was the cause of the failure. There were no other component failures. There were no other component failures. The board was scrapped.